Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported during the operation, the tip of the stent opened, and the middle and proximal parts could not open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle and distal sections. The patient was undergoing surgery for treatment of a saccular, unruptured c5 segment aneurysm with a max diameter of 9mm and a 5mm neck diameter. The landing zone was 4.75mm distally and 5.12mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that when the surgeon deployed the stent, the tip end opened normally. When the surgeon encountered the first bend, he pushed the stent, but the stent had never been attached to the wall on the large bend side. He withdrew the microcatheter, deployed a longer stent segment, and repeatedly pushed and pulled the stent, but the stent did not open. The surgeon then removed the stent from the body and pushed out the stent. He found that the middle section and proximal end of the stent could not open outside the body either. It was noted that the pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler (m-83361). As found condition: the pipeline flex braid was returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a syringe. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid was found to be fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. In addition, the pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.